Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer confirmed that he was able to clear alarm and that all of his buttons are currently working. Customer was advised to monitor insulin pump and to call back if the issue occurs again. No additional information provided.